Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 149-150mg/dl non-fasting. Verified test strips expire 12/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(4). Memory concerns: customers concern: concern with 88 mg/dl on (B)(6) 2015 8:50:00 am. Customer had tested with it and had received a result of 88 mg/dl, which she knew wasn't accurate. She knew her blood sugar levels were elevated. She then tested with another meter (relion) and read her levels at 207 mg/dl. She then was able to administer the necessary amount of insulin that she needed.